Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia and hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient had been hospitalized in the intensive care unit (ICU) with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 372 mg/dl while wearing the pod longer than 48 hours on the abdomen, when removed the cannula was bent. The patient was treated with an intravenous therapy of electrolytes and insulin as well as pepcid. The patient was still in the hospital at the time of the call. The pod was removed and discarded at the hospital.